Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the headpiece was damaged and the hose had an air leak. The machine head, hose and other parts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance, but a repair was needed. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. There was no patient involvement. During device evaluation the device was leaking air. Due diligence is complete, and no additional information is available.